Manufacturer narrative:
The reported event of fractured lead was confirmed. The lead was received cut and incomplete with only the terminal end and the stimulation end lead segments being returned. The middle lead segment was missing. The lead was returned cut as a result of the explant procedure. Microscopic inspection of the stimulation end lead segment revealed all wires were broken at 24.8cm and at 26.5cm distal to the stimulation end. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo.

Manufacturer narrative:
E1 reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation due to the lead being fractured. Surgical intervention took place wherein the system was explanted.